Manufacturer narrative:
As reported, a the visual indicator window of a 7f exoseal vascular closure device (vcd) device did not change color and it came out. Hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. There were no visible abnormalities with the device. The user has used the device many times. The device was used in an endovascular therapy (evt) procedure. The device was used with a non-cordis sheath. It was stated by the rep that the customer pulled the indicator wire by hand after removal, but the color of the visual indicator did not change at all. The device was not attempted to be deployed outside the patient¿s body. The device was used in an interventional procedure. The patient progressed without any problems after the procedure. The operator was trained in the device, and the device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no prior closure with any device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the device. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The device and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. Other procedural details were requested but were not provided. The device was not returned for analysis. A review of the manufacturing documentation associated with lot 18229507 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a the visual indicator window of a 7f exoseal vascular closure device (vcd) device did not change color and it came out. Hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. There were no visible abnormalities with the device. The user has used the device many times. The device was used in an endovascular therapy (evt) procedure. The device was used with a non-cordis sheath. It was stated by the rep that the customer pulled the indicator wire by hand after removal, but the color of the visual indicator did not change at all. The device was not attempted to be deployed outside the patient¿s body. The device was used in an interventional procedure. The patient progressed without any problems after the procedure. The operator was trained in the device, and the device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no prior closure with any device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the device. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The device and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. Other procedural details were requested but were not provided. The device was not returned for evaluation as expected.